Event description:
It was reported an under infusion of (ppn) peripheral parenteral nutrition. The intended rate to infused was 53ml/hr; however, per report the rate of infusing was 52ml/hr. The medication was programmed by barcode scanning. There was patient involvement but no harm. Additional information received (B)(6) 2026: at 2139, the channel received a remote IV infusion message with a rate of 53ml/hr and a volume to be infused (vtbi) of 1272ml. The pcu displayed an ¿auto calculate rate¿ message and the user pressed ¿no¿. The user selected a rate of 52ml/h and started the infusion. A minute later the user updated the rate to 53ml/hr.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of (ppn) peripheral parenteral nutrition. The intended volume to be infused was 53 ml/hr. Per report .52 ml/hr infused. The medication was programmed by barcode scanning. There was patient involvement but no harm. Additional information received 03-mar-2026: at 21:39, the channel received a remote IV infusion message with a rate of 53ml/hr and a volume to be infused (vtbi) of 1272 ml. The pcu displayed an ¿auto calculate rate¿ message and the user pressed ¿no¿. The user selected a rate of 52 ml/h and started the infusion. A minute later the user updated the rate to 53 ml/hr.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an under infusion could not be confirmed. The event logs show the channel programmed at the reported rate of 52 ml/hr. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification, but close to the lower limit of -5%. Asm preventive maintenance results indicate that the suspect pump module was performing correctly with the exception of rate accuracy. Rate calibration performed successfully with a new vpmr of 168.8 ml. Review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. The review of the concomitant pcu event log showed that on (B)(6) 2025 at 12:49 am, the system was powered on and the last infusion parameters were restored with a rate of 52 ml/hr and a volume to be infused (vtbi) of 1081.4 mlhe user started the infusion. The primary volume infused (pvi) was recorded as 4242.14 ml, an accumulated total from previous infusions. At 7:18 am, the channel alarmed for patient side occlusion 3 times. The infusion was paused. The pvi was recorded as 4580.35 ml at 7:25 am, the infusion was restarted. At 9:09 pm, the channel alarmed for patient side occlusion and the infusion was restated. The pvi was recorded as 5293.79 ml at 9:33 pm, the channel alarmed for safety clamp open and the user restarted the infusion after closing the door. At 9:39 pm, the channel received a remote IV infusion message with a rate of 53 ml/hr and a vtbi of 1272 ml. The pcu displayed an ¿auto calculate rate¿ message and the user pressed ¿no¿. The user selected a rate of 52 ml/hr and started the infusion. A minute later the user updated the rate to 53 ml/hr. At 9:43 pm, the user channeled off the unit. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion of peripheral parenteral nutrition (ppn) could not be determined. The reported rate of the channel infusing at 52 ml/hr instead of 53 ml/hr were shown in the device event logs to be manually confirmed after powering on the device on the reported day of the event. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.